Event description:
It was reported that the patient got a replacement of an ams700 inflatable penile prosthesis pump due to unknown reasons. Another pump was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.